Manufacturer narrative:
(B)(4). Additional information: batch # m92v65. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and a clip with gap was fed, and (B)(4) conforming clips. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reach as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip scissored. Case completed with another device of the same product code. There were no patient consequences reported.